Event description:
On 8/3/1999, a bls crew arrived on the scene to find a 96 yr old pt down, pulseless and not breathing. The crew attached their heartstart 2000 and analyzed the pt. The presenting ryhthm was pea, (pulseless electrical activity). The unit indicated "no shock advised". A couple of minutes after the first analyze, the crew analyzed the pt again. The unit indicated pea again. The unit then indicated to shock. Two shocks at 200j were delivered. Some sort of pulse activity resumed after the second shock. At that point, the als crew arrived and attached their own monitor and pads. The caller did not know if CPR had been performed. The outcome of the pt is unknown. The customer feels the unit performed improperly.